Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The trocar balloon appeared intact. The insufflation valve was cracked. The trocar balloon was unable to be properly inflated due to the cracked insufflation valve. The locking collar and flapper valve functioned properly. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to a crack in the insufflation valve. The reported condition was confirmed. Replication of the cracked insufflation valve may occur from rough handling of the instrument during use or rough insertion of the syringe into the insufflation valve. Damage to the insufflation valve may result in issues with inflation and deflation of the balloon. Should new information become available, the file will be re-opened and amended as appropriate.

Event description:
According to the reporter: prior to use on the patient, the device could not be inflated due to air leakage. The device was replaced with a new one. No adverse events have been reported.